Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The unit had scratched lcd window, cracked display window corners, battery tube threads, reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error, but the mother was able to remove the reservoir, rewind and prime the device again without any issues. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the alarm history and found several low reservoir alarms. Assisted the mother to run the displacement and self test and they passed. The caller mentioned that the end cap sticker is missing. No further information was provided.